Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient struggled getting the pump to pump up. The pump was replaced. The cylinders and reservoir remained implanted and were still functional. The physician felt that the patient was having issues with the pump due to dexterity or strength. The physician did not feel as if our pump was malfunctioning, and during a test it showed to inflate as normal. The physician put in a new pump and repositioned it to see if that would help the patient.